Event description:
It was reported there was a patient alert for low impedance, < 200 ohms. The sic (sensing integrity counter) also indicates oversensing. Insulation breach was suspected. The lead was capped and replaced. It was further reported that the lead was fractured. The capped lead has now been removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a patient alert for low impedance, < 200 ohms. The sic (sensing integrity counter) also indicates oversensing. Insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report.